Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that post insertion of the mesh, the patient experienced pain, dysparunia, vaginal scarring and urinary problems. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy due to stress urinary incontinence, cystocele, and urethrocele. It was reported that patient underwent removal of vaginal foreign body from right fornix consistent with mesh, transvaginal urethrolysis of mesh and cystoscopy on (B)(6) 2011.